Event description:
A customer reported that during a procedure, the surgeon noted the knife was blunt when performing the incision. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using 10x magnifications and found to have a damaged tip. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived bluntness and difficulty penetrating as described by the customer. However, it is unlikely that the damage occurred during the mfg process. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. The root cause for the damaged knife is unk. There have been no changes in the mfg process that would contribute to damage blades. (B)(4). Any defects, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).